Event description:
Reportedly, during an implantation procedure of the subject ICD, the click sound of the screwdriver was not confirmed when the (svc)df-1 setscrew was tightened. The screwdriver was then turned counter-clockwise in order to unscrew the setscrew; however, the setscrew didn't move and the connector pin of the (svc)df-1 lead tip was stuck inside the port. The physician removed the silicone cover of the (svc)df-1 screwdriver slot and remove the setscrew by using a fixed screwdriver. Then the lead pin was pulled out from the prot. Leads were the connected to a new ICD and the re-operation was completed. The subject ICD was returned for analysis.

Manufacturer narrative:
(B)(4) 2013 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.